Event description:
Sorin group (B)(4) received a report that the cardioplegia pump stopped and displayed an error message during the procedure. The clinician hand cranked to provide flow. Attempts to power cycle the pump resulted in additional error codes and did not resolve the issue. The clinician hand cranked to complete the case. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). After the case, the clinician checked the pump and found no issues. Sorin group representative evaluated the pump and no abnormalities were found. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.